Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While cleaning teeth, the brushhead came off the toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while cleaning her teeth on (B)(6)-2016 with an oral-b rechargeable toothbrush, version unknown the oral-b brushhead, version unknown came off the toothbrush and she nearly swallowed it. She noted that she had used an electric toothbrush for years and nothing like this had ever happened. No symptoms developed. On (B)(6)-2016 received follow-up e-mail from consumer: the consumer indicated that the brushhead she had used was an oral-b precision clean brushhead. No further information was provided.